Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the vertebral body spreader-angled had a series of issues with leaf spring breakages. It was unknown when the issue was discovered. Patient and procedure involvement are unknown. This complaint involves three (3) devices. This report is for (1) vertebral body spreader- angled. This is report 1 of 3 for complaint (B)(4).